Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the ipg recharge burden was normal and the ipg was only replaced for an MRI conditional ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3: related manufacturer reference number: 1627487-2019-14176. Related manufacturer reference number: 1627487-2019-14179.

Manufacturer narrative:
The methods, results, conclusions codes and UDI will be included in the final report.

Event description:
Related manufacturer reference number 1627487-2019-14176. Related manufacturer reference number 1627487-2019-14179. It was reported that the patient was experiencing ineffective stimulation due to high impedance. Surgical intervention may take place at a later date to explant and replace the patient's leads and ipg.

Manufacturer narrative:
(B)(4).